Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed.  The reported problem (service code displayed) was not confirmed. During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. Upon investigation, there was contamination in the j1 battery connector. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor.

Event description:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found.